Manufacturer narrative:
(B)(4). Attempts to retreive the device have been unsuccessful. If the device is returned in the future it will be analyzed and this report will be updated.

Event description:
Additional information indicates that this device was explanted and replaced without incident.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1004 indicative of a shorted condition and code 1007 indicative of charge time exceeding 45 seconds. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported. All available information indicates that this device remains in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory found a shorted lead fault (fault code 1004) was recorded on december 1, 2014. The device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.